Manufacturer narrative:
(B)(4). We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is generated because event date on the medwatch was not filled out.

Event description:
Surgeon reported that: "I am sending you the explant valve from a patient who was exposed to the ipad 2. His valve began to malfunction despite the setting still reading 120 by x-ray. A shuntogram allowed me to clear the valve, and the pressure was not changed. I would like to test the valve to see if it is functioning properly. Though you probably already have seen the letter from medtronics I'm including in this package. I have not changed the pressure on the valve since it was explanted. Intra-operatively, I did test the valve on the manometer. The pressure closed at approximately 950. Kindly follow-up with me and let me know what you find. I am starting to tell my shunt patients to be careful with the ipad 2". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is generated because date of event on the medwatch was not filled out.